Manufacturer narrative:
Follow up 4/10/2016: customer reported that bg levels were still low and that the pump basal rate would be lowered. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl) which resulted in the customer falling causing their infusion site to dislocate. Reportedly, the customer stated that they possibly over estimated the amount of carbohydrates consumed and/or pump settings may need adjustment. A sandwich and juice were consumed to address low bg level. Customer was guided through changing their site and resumed insulin. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.